Manufacturer narrative:
Problem code captures the reportable event of erosion. Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted during a mid-urethral sling placement procedure. According to the complainant, through cystoscopy, it was found out that the mesh has eroded into the distal urethra of the patient. She was then referred to another hospital for removal of the mesh.